Manufacturer narrative:
On nov 1 2021, two devices were received for evaluation. Both devices were damaged, and did not match the size for the lot numbers reported in the previous report. As a result, both devices will be conservatively reported. This report is for the first of two devices. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel implant 700cc breast implant was found to be ruptured. In addition, an anomaly was observed on the edges of the tear consistent with a siltex cracking. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with an unspecified mentor gel breast implant and experienced rupture (side unknown) post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, additional information was received indicating the devices were identified as mentor gel breast implants. Device a catalog number is 3505501bc, lot number 5959038. Device b catalog number is 3504501bc, lot number 5786519. It is unknown which device is the impacted product. A manufacturing record evaluation (mre) was performed for both lot numbers, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot 5959038 manufacturing date: dec 17, 2009 expiration date: dec 16, 2014 lot 5786519 manufacturing date: nov 14, 2007 expiration date: nov 12, 2012 manufacturer¿s reference number: (B)(4).